Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, fluoroscopic inspection of the valve load indicated a misload at the paddles. The valve was removed from the delivery catheter system (dcs). The valve appeared undamaged upon visual inspection and was reloaded to a new dcs for implant. As the valve was deployed, the frame did not appear to expand as expected. At 80% deployment, an infold was initially suspected; however, upon further inspection and evaluation of the procedural images, the valve frame was under-expanded due to the calcium present. The valve frame did not have an infold. A new valve and dcs were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.